Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for lot number h12l04061 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition noted. An evaluation of a companion sample was conducted. Visual inspection, leak testing, clamp function testing and clear passage testing were performed with no issues noted. The sample was identified to be out of specification because the dimensional inspection of the returned transfer set identified that the inside diameter of the catheter adapter shroud was below nominal. Improvements were made to the mold and molding department procedures. A follow up report will be filed if any additional relevant information becomes available.

Event description:
During evaluation of a returned companion sample, it was determined that the patient connector of the returned transfer set was out of specification. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.